Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the affiliate that the tsw35 instrument malfunctioned. There was no consequence to the pt. 08/29/2000 message from affiliate. Gun applied to normal stretched pedicle. Easy closure of jaw. Poeximal tissue level still beyond hinge stop. Gun fired but very rough felt difficult to fire. On opening the gun immediate arterial bleeding from the proximal 1/2 of the lateral staple line hemostasis was with grasper then ligaclips. Infection suggested part of the staple did not fire nb decomonation will remove lubrication.